Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no valid lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that after implantation of a certas valve, the patient had underdrainage and revision surgery has been scheduled. The valve was implanted to the patient via lp-shunt; however, initial setting is unknown. It was reported that the ventricle did not become smaller although the pressure setting was successfully changed to 1. Flow was confirmed, when checked with contrast. The patient has an original disease. A removal surgery was scheduled. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve as well as needle holes in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the needle holes in the needle chamber. The catheter was irrigated; biological debris was flushed out of the catheter. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure and passed. A review of manufacturing records could not be performed as not lot number was provided. No functional problem was noted with the valve. The issue reported by the customer could have been related to the biologic debris in the catheter. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.